Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose for over the past month. The customer's blood glucose level at the time of the incident would be within the range of 40 mg/dl to 50 mg/dl. The customer's current blood glucose level was 200 mg/dl. The customer had treated their low blood glucose with food and glucose tablets. The customer had been admitted to the hospital as a result of low blood glucose. Troubleshooting was performed. They were unsure if the insulin pump's programming was accurate. They were advised to contact their doctor about low blood glucose and bolus wizard settings. The device will not be returned for analysis.